Manufacturer narrative:
H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was leaking during therapy. The event took place while it was in use with a patient. The event did not affect patient care.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Manufacturer narrative:
Corrected data: d3 - mfg establishment name. A photo and the suspected device were returned for evaluation. The device was visually inspected and there were no damages. A functional test was performed and the reported issue was not confirmed. No leaks or anomalies were observed. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.